Event description:
On (B)(6) 2025, it was reported that the user was unable to remove the connect adapter during a supply change. The agent instructed the user to use pliers, and the adapter was easily removed. The user successfully completed the supply change and resumed insulin delivery. No blood glucose impact was reported.

Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.